Event description:
I had the essure implanted in 2012 and started having cramping, severe headaches, and very abnormal periods. I was told it was normal, but a year later things were even worse. The physician who did the procedure, relocated. I then started to go to a family clinic with the same complaint. I was placed on a diet and exercise program due to my weight gain, nothing has helped. In 2014, I started feeling something that felt like vibrating in my pelvic area. My period goes from light to super heavy. I sometimes discharge and it smells of metal. My hair comes out in patches, and I'm forced to keep it really short. It falls out at least 3 to 4 time a year. I've complained of these things, but it's always addressed as normal or stress. In 2015, I began to occasionally break out in hives, followed by a constant itching. After speaking to the drs, I was told that I may have an allergy to nickle. I was told that the coils were made of nickle and I was probably allergic to it. I was never told this. I was never asked if I had any allergies. I will be getting an allergy test on my next visit. I'm not sure what to do about the essure, and I'm very unhappy with the on-going issues. FDA safety report ID# (B)(4).